Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection was conducted and the gray cam arm is broken at the tip. The broken piece was not returned with the device. There is also cement found on the gray cam arm. This device was manufactured in 2017. This device exhibits signs of significant wear/ usage. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that the plastic piece of the impactor broke off while they were impacting on the femur. The patient was not affected by this event. No further information available.